Event description:
The pt's impression of sound with the implant system suddenly became quiet and dull, then again louder, shrill and clanging. Exchange of the external parts did not alter the situation.